Manufacturer narrative:
(B)(4). The twin roller pump was returned to maquet (B)(4) for evaluation. Mcp r&d hardware sustaining performed a request analysis report 00432. Request analysis report 00432 determined that the complained error could not be reproduced. However, "safety system" error and "eeprom error" appeared. This error was resolved by clearing the eeprom. From then on the pump worked without error. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011, at (B)(6) hospital, hl 20 twin pump with serial number (B)(4), left side of the pump on the twin pump module (tpm) would not rotate when the rheostat was turned to apply revolutions per minutes (rpms). The right side of the tpm did turn. The mode settings were: right side cardioplegia (cp) mode and left side cp slave. The tpm had performed as anticipated during priming and when advancing the cp fluid to prime the table line. The failure to turn occurred when the perfusionist attempted to advance fluid to connect to the cp apparatus. No clinical consequences were reported. Reference: complaint (B)(4).